Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient weight not available from the site. The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient. Software investigation completed. Investigation found cause could not be deteremined as the behavior could not be replicated.

Event description:
A medtronic representative reported that, during a cranial tumor biopsy procedure the surgeon was unable to obtain a successful patient registration. The patient was prone and there were 4 fiducials around each ear, one on the back of the head and the remainder near the front of the head. The surgeon tried two different registration techniques with no resolution. The surgeon chose to use bone fiducials and screwed in 5 skull mounted fuducials and the patient was sent for a new computed tomography (CT) scan. The patient was then re-positioned and the CT and magnetic resonance imaging (MRI) scans were successfully merged. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. The delay to the procedure was approximately one hour.